Event description:
It was reported that the patient had an increase in pain to 10/10 with no relief despite the daily pump dosage being increased by 30%. The patient had a side-port done in the office that was negative. The pump was explanted/replaced. The patient recovered without sequela. The medication being delivered via device system was hydromorphone.